Manufacturer narrative:
Visual investigation showed that the spring is detached and was not returned. The spring component is fixed between the two handles of the cutter. The spring is plugged in ring grooves surrounding a pin. The length of the spring is designed to close the jaw parts completely and to open the handles to a certain angle. The root cause for the reported event can be attributed to an incorrect user handling. If too much force is applied (the instrument is widened further than the maximum) it will be possible that the spring will come loose (get detached from the instrument). No indications were found for any systematic, material or manufacturing related issue.

Event description:
Per the sales representative, she was restocking a tray and discovered an instrument sitting in the instrument tray was broken. The spring that is located between the handles is missing so they will not operate as specified.